Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft component of the up button is damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The buttons were tested successfully and the functionality fulfills the product specifications. The e8 error was triggered due to an power interruption while the device was in run mode.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device provided an e8 power interrupt error upon start-up, and the error message could not be confirmed by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.